Event description:
It was reported that the customer's blood glucose (bg) level was "low". Cause was not known. The customer's brother and sister in law provided them with glucose tablets and juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.